Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was caused by a mistake in the management method of the disinfectant solution of the user. The instruction manual describes how to check the concentration of the disinfectant solution before cleaning and disinfecting. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that starting the reprocessing the error e99 occurred on the subject device and the user did not check the concentration of the disinfectant solution with the test strip. Therefore it was unknown whether the concentration of the disinfectant solution was effective or not. Also omsc was informed that the user had not checked the concentration of the disinfectant solution with the test strip every time. There was no patient injury associated with this report.